Manufacturer narrative:
H.6. Investigation summary two photos and three unused samples were provided to our quality team for investigation. While we could not replicate the reported failures with the samples that were returned, visual inspection of the photos show a grey particles inside the vial and a transparent drop on the protector membrane. Without the actual sample to evaluate, we cannot verify the origin of the particle or droplet that was observed. A device history review was performed for lot 1907102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Personnel also complete fragmentation testing to evaluate any particulates generated after ten activations. Both leakage and fragmentation testing results were reviewed for the reported lot and results were found to be acceptable. Functional testing was also performed on retained samples, in all cases the product functioned as intended and no leakage or coring was identified. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team. H3 other text : see section h.10.

Event description:
It was reported that foreign matter and leakage were found during use with a unspecified bd phaseal optima device. The following information was provided by the initial reporter, "recently notified of additional cstd issues while trialing phaseal optima.: 1st 2 pics show fluid outside the cstd device. 3rd is an example of the coring (floating material in vial). A big concern was a disconnect of the pump line to the pt. The piece securing the medication to the pt came loose when they were in the bathroom creating a hazardous spill. We have tried the 3 bd¿s products (phaseal, texium, and phaseal optima) ¿ all had major employee safety/pt safety concerns I spoke with a woman regarding the phaseal optima product and she said it¿s not currently on contract. Can you confirm? I requested the details (sent our product complaint form) anyway, but wanted to see if you could also confirm if an investigation was opened into any of the issues experienced during the trialing of phaseal optima while ¿bd was onsite¿? We can schedule a call if you want, just let me know your availability. Per optima3 form: "one of the keytruda vial stoppers cored when the p13-0 protector was attached to the vial. The coring was aspirated into the syringe, at which time it was observed. The drug was then transferred to the infusion bag, which resulted in core being present in the final infusion bag." 1 of 2 complaints.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter and leakage were found during use with a unspecified bd phaseal optima device. The following information was provided by the initial reporter, "recently notified of additional cstd issues while trailing phaseal optima.: 1st 2 pics show fluid outside the cstd device. 3rd is an example of the coring (floating material in vial). A big concern was a disconnect of the pump line to the pt. The piece securing the medication to the pt came loose when they were in the bathroom creating a hazardous spill. We have tried the 3 bd¿s products (phaseal, texium, and phaseal optima) all had major employee safety/pt safety concerns I spoke with a woman regarding the phaseal optima product and she said it¿s not currently on contract. Can you confirm? I requested the details (sent our product complaint form) anyway, but wanted to see if you could also confirm if an investigation was opened into any of the issues experienced during the trailing of phaseal optima while ¿bd was onsite¿? We can schedule a call if you want, just let me know your availability. Per optima3 form: "one of the keytruda vial stoppers cored when the p13-0 protector was attached to the vial. The coring was aspirated into the syringe, at which time it was observed. The drug was then transferred to the infusion bag, which resulted in core being present in the final infusion bag." 1 of 2 complaints.